Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment.

Event description:
Patient had pain in right underarm that prevented full range of motion approximately one week after treatment. Was seen by another physician and was given oral antibiotics. Was seen by treating physician and infection was confirmed. Patient is being followed and is healing as expected.